Event description:
Patient presented for heartmate ii implant which was complicated by bilateral internal carotid artery strokes and right posterior cerebral artery stroke, herniation and refractory status epilepticus due to air/thrombus embolisms found on post-operative day #1. Patient was not declared brain dead, however, in setting of significant future disabilities. Family withdrew support in adherence to patient's living will.